Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the patient suddenly became unconscious, convulsed, and clenched their teeth and jaw tightly. The physician thought the patient experienced a stroke or epilepsy. The implant of the lv lead was abandoned and the patient was sent to the critical care unit for observation. No further patient complications have been reported as a result of this event.